Event description:
A healthcare professional reported that the complaint was unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review of the initially submitted incident classified as ¿unknown issue,¿ it has been determined that this event does not meet the criteria for reportability under the applicable regulation. Specifically, the event did not directly or indirectly lead, nor is it likely to lead, to death, serious deterioration in health, or a serious public health threat. Furthermore, there is no established, suspected, or reasonably foreseeable causal relationship between the device and any serious outcome. This event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
With available information, the file was reviewed and reassessed and it has been determined that there was no reported defect or fault with a company product.